Manufacturer narrative:
Block h6: imrdf code a150201 captures the reportable event of clip 1603: falls into the patient in an open state egd or unknown procedure, also unknown location or esophagus.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a large polyp removal procedure performed on (B)(6) 2026. During the procedure, the clip deployed in the open position. The anatomy location is unknown. The procedure was completed with a resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered. Note: this report pertains to the second of three devices used during the same procedure.